Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the casters would not hold due to worn brake casters and a worn brake block. The technician replaced the brake casters and brake block to repair the bed.